Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2005; 6949 implantable tachy lead (B)(6) 2005. (B)(4).

Event description:
It was suspected that the defibrillator's battery longevity had been compromised due to inappropriate therapies having been delivered. The device was explanted and replaced. No further patient complications have been reported as a result of this event.